Manufacturer narrative:
E.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported,, capsular contracture, grade iii in right. Diagnosed via mammography. This relates to the right side. Device has been explanted and replaced with non-allergan.

Event description:
Healthcare professional reported capsular contracture grade iii in right, diagnosed via mamography. This relates to the right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture was requested on february 02, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture:unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.